Manufacturer narrative:
07may2024 final report: philips has investigated this complaint. A philips field service engineer (fse) examined the system onsite and confirmed that the device had a power up failure. Upon troubleshooting, fse found that the connectors of pdu (power distribution unit) transformer input was burnt, firmware of pdu was broken and the main power fuse was blown in the m cabinet with rat activity traces. To resolve the issue fse replaced the pdu, sealed the port on the cover and suggested the customer to perform some rats extinguishing activities. After the replacement, the system returned to use in good working order. The codes were updated based on investigation outcome.

Event description:
It was reported to philips that the device could not be turned on. The device was outside clinical use at the time of the event. No harm to the patient or user was reported.philips has started an investigation of this complaint.